Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had seizure and low blood glucose level. Customer had low blood glucose level of 125 mg/dl. Customer was treated with food. Customer stated that the battery compartment was cracked. It was unknown whether customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case (battery tube). Device p-cap or test reservoir locked properly in place. Device passed the displacement test. (B)(4).